Manufacturer narrative:
Omit : c20 - no findings available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that during patient transport via ambulance, the syringe module disconnected on the right side. It was reported that propofol was infusing at the time of the event. Due to this issue, the patient reportedly sustained "irritation and discomfort" and an anesthesiologist had to administer propofol bolus manually. The customer reported that "incident did result in severe harm (postpartum hemorrhage), although the severe harm was not a direct result of the syringe disconnect (there were other factors involved in this case)." It was reported by the hospital's biomedical engineering team their internal investigation concluded that corrosion in the right side iui connector (visibly worn and corrosion on pin 14) of syringe module likely caused the incident. The customer added that they will not be sending the devices back to the manufacturer for investigation.

Event description:
It was reported that during patient transport via ambulance, the syringe module disconnected on the right side. It was reported that propofol was infusing at the time of the event. Due to this issue, the patient reportedly sustained "irritation and discomfort" and an anesthesiologist had to administer propofol bolus manually. The customer reported that "incident did result in severe harm (postpartum hemorrhage), although the severe harm was not a direct result of the syringe disconnect (there were other factors involved in this case)." It was reported by the hospital's biomedical engineering team their internal investigation concluded that corrosion in the right side iui connector (visibly worn and corrosion on pin 14) of syringe module likely caused the incident. The customer added that they will not be sending the devices back to the manufacturer for investigation.

Manufacturer narrative:
This supplemental report is being submitted to report the summary of investigation performed by bd: the reported channel disconnect event was confirmed during a review of the customer provided logs. However, the issue was not replicated due to no devices being returned for investigation. The source syringe module s/n (B)(6) was not received for investigation therefore it could not be inspected or tested. The customer provided a picture of the right (male) iui which show green corrosion deposits on power pin 14 and visible wear on power pin 2. The customer provided an event date of 21 april 2023. The event time was not reported, a summary of the reported incident time frame was performed. Bd recommends that proper iui connector inspection and cleaning practices should be followed as instructed by the alaris user manual. Iui connectors should be inspected prior to use and should be replaced when surface contaminants, blue or green, crushed ribs or cracks are identified. The bd alaris system with guardrails suite mx user manual (software versions 12.1.2 and supported module) contain the following information about intended use environment of the bd alaris system as it relates to usage during ambulance use. The bd alaris system has not been tested or evaluated for use in motor vehicles or aircraft.

Event description:
It was reported that during patient transport via ambulance, the syringe module disconnected on the right side. It was reported that propofol was infusing at the time of the event. Due to this issue, the patient reportedly sustained "irritation and discomfort" and an anesthesiologist had to administer propofol bolus manually. The customer reported that "incident did result in severe harm (postpartum hemorrhage), although the severe harm was not a direct result of the syringe disconnect (there were other factors involved in this case)." It was reported by the hospital's biomedical engineering team their internal investigation concluded that corrosion in the right side iui connector (visibly worn and corrosion on pin 14) of syringe module likely caused the incident. The customer added that they will not be sending the devices back to the manufacturer for investigation.

Manufacturer narrative:
Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information: manufacturer narrative. Investigation summary: the reported channel disconnect event was confirmed during a review of the customer provided logs. However, the issue was not replicated due to no devices being returned for investigation. The source syringe module s/n (B)(6) was not received for investigation therefore it could not be inspected or tested. The customer provided a picture of the right (male) iui which show green corrosion deposits on power pin 14 and visible wear on power pin 2. The customer provided an event date of 21 april 2023. The event time was not reported, a summary of the reported incident time frame was performed. On (B)(6) 2023 at 1:06 pm, syringe module s/n (B)(6) (source) was programmed/started an infusion for drug ID 155. At 2:19 pm, syringe module s/n (B)(6) was added to the right side of the source device and the syringe module alarmed for error code 358.2000.0 (comm failure ykb comm), the unit was removed and reattached without further error codes recorded. At 2:28 pm, syringe module s/n (B)(6) was programmed/started an infusion for drug ID 188. Two (2) channel disconnect alarms were recorded at 2:36 pm and at 3:24 pm, both alarms were confirmed by the user. The module was removed and not attached after the second channel disconnect alarm. At 3:25 pm, syringe module s/n (B)(6) was attached to the right side of the source module, programmed/started an infusion for drug ID 188. At 3:48 pm, syringe module s/n (B)(6) alarmed channel disconnect and the alarm was confirmed by user. At 4:20 pm, syringe module s/n (B)(6) was channeled off and the system was powered off. A review of the pcu device error logs observed s/n (B)(6) with error code 358.2000.0 was also recorded on (B)(6) 2023 at 2:19 pm. The error code is defined as a logic keyboard processor communication safety system/communication failure. The syringe module was not returned; therefore, it could not be determined what caused the recorded error message. No other error messages were observed related to the reported complaint. Bd recommends that proper iui connector inspection and cleaning practices should be followed as instructed by the alaris user manual. Iui connectors should be inspected prior to use and should be replaced when surface contaminants, blue or green, crushed ribs or cracks are identified. The bd alaris system with guardrails suite mx user manual (software versions 12.1.2 and supported module) contain the following information about intended use environment of the bd alaris system as it relates to usage during ambulance use. The bd alaris system has not been tested or evaluated for use in motor vehicles or aircraft. Root cause: the probable cause of the reported channel disconnect is being attributed to corroded iui pin 14 (power) and worn pin 2 (power) on the right iui connector of suspect syringe module s/n (B)(6).

Event description:
It was reported that during patient transport via ambulance, the syringe module disconnected on the right side. It was reported that propofol was infusing at the time of the event. Due to this issue, the patient reportedly sustained "irritation and discomfort" and an anesthesiologist had to administer propofol bolus manually. The customer reported that "incident did result in severe harm (postpartum hemorrhage), although the severe harm was not a direct result of the syringe disconnect (there were other factors involved in this case)." It was reported by the hospital's biomedical engineering team their internal investigation concluded that corrosion in the right side iui connector (visibly worn and corrosion on pin 14) of syringe module likely caused the incident. The customer added that they will not be sending the devices back to the manufacturer for investigation.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.